Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving undesired stimulation coverage in the ligamentum flavum. Subsequently, the patient underwent surgical intervention at which time the lead was explanted and replaced with a different model. Reportedly, the patient has effective therapy following the procedure and the issue was resolved.